Event description:
Weld failure in top cover, resulting in billowing in foot section.

Manufacturer narrative:
Air blows through top cover, and weld failure allows cover to billow. Failure occurred in the foot section. There were no reports of injury or death. Corrective action is being taken by the manufacturer.